Manufacturer narrative:
Follow-up # 1 ¿ (12/02/2014). The patient¿s meter has been returned on 8/19/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption. In addition, a secondary issue was noted when the meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter displayed an error 1 message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.